Event description:
It was reported that the patient's epicardial left ventricular (lv) leads exhibited high thresholds. The lv leads had been off for an unspecified amount of time and were turned off in the clinic due to these high thresholds. One of the lv leads was capped previously. This lv lead was uncapped and exhibited no capture. The previously capped right ventricular (rv) lead, placed in 2016, was uncapped and used in the lv lead port of the device. The lv leads were reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: 5076-58 lead and 5076-52 lead implanted on (B)(6) 2016. 6935m62 lead implanted on (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced some occlusion. It was also reported that the patient's epicardial left ventricular (lv) leads exhibited high thresholds. The lv leads had been off for an unspecified amount of time and were turned off in the clinic due to these high thresholds. One of the lv leads was capped previously. This lv lead was uncapped and exhibited no capture. It was also noted that the other lv lead also exhibited no capture. The previously capped right ventricular (rv) lead, placed in 2016, was uncapped and used in the lv lead port of the device as a new lead could not be added due to the patient's occlusion. The lv leads were reprogrammed. The rv lead, right atrial (ra) lead and previously capped lv lead remain in the patient. No further patient complications have been reported as a result of this event.